Manufacturer narrative:
(B)(4): correction. The sample is not available for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a flo-link microbore extention set that is cut. The customer reported that prior to opening the package, the nurse observed that the extension set was cut into two pieces. The condition was found prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.